Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left main to the left anterior descending artery. During deployment of a 3.5x38mm xience xpedition stent there was resistance felt at the proximal end of the stent, which took additional efforts to deploy the stent successfully. There was no adverse patient effects reported and no clinically significant delay reported. No additional information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty deploying the stent (difficult or delayed activation). There is no indication of a product quality issue with respect to manufacture, design or labeling.